Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents. The mitraclip system instructions for use (IFU) instructs to grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Based on the information reviewed, the reported difficulties of foreign body left in the patient appear to be user related. The poor image resolution and additional treatment were related to case circumstances. The reported patient effect of failure to retrieve mitraclip nt system components is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the gripper line left in the anatomy.it was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging quality was poor and visualization of the posterior leaflet was challenging. The first clip (80430u193) was deployed at a2/p2, slightly lateral. A second clip (80430u191) was implanted on one side of the first clip, and a third clip (80426u147) was positioned on the other side. After deployment of the third clip, the second clip detached from the posterior leaflet and remained attached only to the anterior leaflet (single leaflet device attachment/slda). The clip delivery system (cds) was removed together with the guide, but the gripper line was inadvertently left in the patient. An attempt was made to use the transseptal sheath to retrieve the gripper line, but it was not possible to advance through the septum; therefore, the gripper line was left in place and cut at the groin. Three clips were implanted, reducing the mr to 2. No additional information was provided.